Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the pulse generator exhibited premature battery depletion. No patient symptoms were reported. The device was successfully explanted and replaced on (B)(6) 2016.